Manufacturer narrative:
The device was received deployed with the soft cannula not visible in the bottom housing window. During the investigation, the soft cannula was found to be torn and shortened. It could not be determined when or how this damage occurred. No corrosion or evidence of fluid leaking inside the device was observed. The download data shows no timeouts or drive stalls that would indicate a struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found damaged. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.